Event description:
Caller reported compact plus blood glucose results of 274 mg/dl, 214 mg/dl, 154 mg/dl, and 113 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.